Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record cannot be reviewed due to the unknown lot number. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the 8fr angio-seal would not lock properly into place. The dilator would not lock into the sheath. The physician opted to hold the dilator into the sheath manually and complete the closure without any issue.

Manufacturer narrative:
A1: patient identifier: requested, not available. A2: age & date of birth: requested, not available . A3: patient sex: requested, not available . A4: weight: requested, not available. A5: ethnicity: requested, not available . A6: race: requested, not available. B3: date of event: requested, not available. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6b: explanted date: requested, not provided. E3: occupation: facility staff. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.